Event description:
Puncture of left common iliac artery from application of trocar. No malfunction, failure or defect of the trocar. Device was intact and functioned as expected. Pt hemorrhaged and arrested. Repair of artery timely.